Event description:
During a laparoscopic appendectomy procedure, the instrument would not close on tissue. The surgeon used a new instrument. The hospital has reported no pt injury.

Manufacturer narrative:
7/21/97-supplemental report #1 submitted to FDA.